Manufacturer narrative:
The instrument returned was a non-miltex instrument and was sent back to the customer. No manufacturing, workmanship, or material deficiency has been identified. The reported complaint was not confirmed. Device identifier: (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not yet available for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, during a laparoscopic cholecystectomy procedure, a 600319 hook electrode 5 mm 32 cm sparked due to the coating peeling off. There was no fire observed. The patient was prepped for surgery and the device was in contact with the patient. There was no surgical delay and no patient injury / death alleged. The action taken after the product problem occurred was that the device was tagged for repair. No other information provided.